Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reportable malfunction was confirmed. Also, the following reportable malfunctions were identified during the device evaluation: r-unit (charged coupled device) is broken. Based on the results of the investigation, it is likely the following led to the malfunction no image was due to video cable is broken and therefore the image is not displayed. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the procedure was diagnostic and was complete using another scope.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope exhibited no image. The event occurred during preparation for use during an unspecified procedure. There were no reports of patient harm.